Manufacturer narrative:
Bayer product analysis received and examined the returned product. Visual examination confirmed the presence of a particle within the tube set. The particle was identified as degraded resin from the tubing extrusion process and was partially connected to the inside wall of the tubing. Our investigation determined that the particle noted in the lpct was introduced during the manufacturing process and was not detected upon receipt of the product from the supplier. A 12 month review of complaint history determined the complaint rate to be 0.31 complaints per million (cpm).

Event description:
The customer reported the following: after opening the stellant flex CT disposable kit and upon inspection, they saw a foreign body within the low pressure connector tubing (lpct). The customer elected not to use the tubing. No injury or adverse event was reported.